Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on bus. A field service engineer (fse) checked the station in the test software, but it would not fire open. The latch was an older style detent, which was replaced, but the issue persisted. Fse tested door position 3 on the position 4 slot of the door controller and tested 4 on 3, and the problem did not move. Then replaced the tower door controller, performed a firmware update, and configured the new controller in the station. Fse tested the tower doors using the test software. Customer recovered the doors and completed testing, and everything was confirmed to be working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, device was not detecting on communication bus and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.